Manufacturer narrative:
(B)(4).

Event description:
Same case as MDR ID: 2134265-2015-05910. It was reported that a burr became stuck in the lesion. A 1.25mm rotalink burr and rotawire were used and advanced to treat the target lesion; however, it was noted that the burr stopped and was blocked in the artery. It was impossible to start the rotation in two directions, thus the burr and rotawire were pulled and removed as a unit. No patient complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The burr was returned connected to an advancer. A guide wire was returned running through the devices. The guide wire could not be removed. A visual examination of the complaint unit was carried out. The handshake connection was inspected and no damage was noted. A handshake connection test was attempted to examine the integrity of the connection and no issues were noted. The distal coil proximal to the strain relief was stretched. The burr was microscopically examined and the annulus of the burr could not be seen due to the guide wire. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2015-05910. It was reported that a burr became stuck in the lesion. A 1.25mm rotalink burr and rotawire were used and advanced to treat the target lesion; however, it was noted that the burr stopped and was blocked in the artery. It was impossible to start the rotation in two directions, thus the burr and rotawire were pulled and removed as a unit. No patient complications were reported.